Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
A trial patient reported they her bandage was coming off, she was retaining urine, and also had back pain where the lead was. It was suggested the patient contact the healthcare professional (hcp). It was unknown if the issue was resolved at the time of report. It was noted the patient began the trial on (B)(6). Additional information from the patient on april 10th reported her bandage was still coming off. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.